Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was above 600 mg/dl and a manual insulin injection was used to correct. Reportedly, the customer "most likely had ketones" ; however, customer had not tested ketone level. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer reverted to manual injections for insulin therapy. Reportedly, the infusion sets were changed to address the issue.